Manufacturer narrative:
The device has not yet been received for eval. A supplemental report will be submitted when the product has been returned and evaluated. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(4) reported the pneumatic tubing of the vitrectomy pack ejected while operating. No other info provided. Add'l info: there was no pt impact, or medical intervention; but there was a delay in surgery due to the malfunction.